Manufacturer narrative:
Concomitant products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
Additional information was received. It was noted that ¿a colleague suffered with the same problem in same hospital in the last friday. [The rep] accomplish with the doctor to follow the patient. The event occurred on (B)(6) 2016 and the manufacturer¿s representative was notified on the same date. The implant date of the pump was (B)(6) 2016. The cause of the morphine superdose was the physician asked to program a priming bolus of 0.4 mcg/ml and the pump injected 0.8 in 20 minutes. The patient experienced respiration depression. The morphine superdose had been resolved; the physicians aspirated part of the morphine and used naloxone antidote for morphine and the patient ¿returned to feel better.¿ the patient was in the hospital treating pneumonia and doing chemotherapy ¿but without pain.¿ there was an allegation against the programmer; the pump did not reply when the command ¿stop de pump¿ was entered. The morphine superdose was observed post-op. Troubleshooting included ¿medical diagnosis accomplished by physician. Paralyzed look.¿ the patient was intubated and they took him to uti (intensive treatment unit). The patient had a little edema around the implant location without infection; there was no pain.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer¿s representative regarding a patient who was receiving morphine via an implantable pump. It was reported there was a patient with morphine superdose. It was unknown when this event occurred. The physician programmer was to be returned.

Event description:
Additional information was received. It was clarified that ¿paralyzed look¿ meant that when the hcp opened the patient¿s eyes, they noted no response to stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.